Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, placement difficulty was encountered. The lv was removed and, a different lead was used. No patient complications have been reported as a result of this event.